Event description:
In the article, "clinical prediction of inadequate vault in eyes with thick lens after implantable collamer lens implantation using iris morphology," a group study was conducted. Reportedly in the first group, "4 eyes showed extremely large aca, requiring a secondary surgical intervention. All of them underwent icl exchange for a larger icl. After the icl exchange, they obtained an increased mean delta vault value (0.22+ 0.11mm)." In the second group, "three eyes were operated in a horizontal position., however, the vault was quite high and the aca was relatively small so that the second intervention was conducted to change the icl position into the vertical direction. The decreased delta vault value of these three eyes was 0.20 + 0.08mm."

Manufacturer narrative:
Patient information:unk. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6: medical device problem code 1494: off-label use (acd<3.0mm). Claim# (B)(4).